Event description:
The customer reported that the unit is missing the face plate. The customer did not provide the date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue. The perflex face plate is not missing but has a chip in it. The rubber protective ring is off the cufflator. The needle is pointing to 59 mmhg on the dial plate. The needle moves up when the inflation bulb is squeezed and holds pressure but does not reset to zero when released, the needle goes back to 59 mmhg. Note: the instructions for use state: the cufflator should be calibrated annually, or if measurements fall outside of a set range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. Never open the posey cufflator body. (B)(4).